Manufacturer narrative:
(B)(4). Batch # r57w09. Device analysis: the analysis results showed that one gst45b reload was received sterile with several drivers loose, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from both proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure it was noticed that there were orange pieces of plastic inside the unopened package. It is unknown how the procedure was completed and there no patient consequences reported.